Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal saline at unknown concentrations/doses via an implantable pump for non-malignant pain. It was reported by the patient that when they put the pump in, a month later, they had an appointment to have medication put in but 2 days before that their incision "blew up like a torch" and they had to have the pump taken out in an emergency because they got a staph infection. Patient said the incision was 10" long and was "solid red". Patient went to their doctor's office without an appointment and was sent to the emergency room (ER) and were in the hospital for 5 days and then put on antibiotics. Patient then stated they were going to have the pump re-implanted on april 9th but cardiologist found a blockage in their heart that needed to be fixed. Patient stated it "might be after october" before they try to re-implant the pump. Patient stated they had the 40ml pump and next time doctor would try the 20ml pump on the right side since their scarring from the first pump was on the left side. When agent asked what medication they had in the pump they said there was no medication at the time but was told there would be "a cocktail" of medications including fentanyl and morphine. Patient stated they were allergic to opiates, so they had nothing currently for pain. They had taken hydromorphone, oxycontin, and trazadone, however as soon as they took one pill, their bowels locked up and it was all over inside of them like they had poison ivy. Patient noted that they took trazodone for a couple months and was not having any issues. Patient went back for a refill and they would come home and take one pill and it would start breaking out in hives.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the explant date of the device was (B)(6) 2023 and the device was discarded. It was also reported that the event had resolved.